Event description:
It was reported, the patient¿s pump stopped working after 4 months. It was reported the patient went in for a refill on 2013 (B)(6) and had their concentration changed. It was stated, the patient felt like they had a ¿head rush¿ 1 or 2 times. It was noted, the patient did not currently have symptoms, but they felt miserable. It was stated, the patient had to use the personal therapy manager (ptm) but they felt like they weren¿t getting anything. It was stated that patient went into the clinic on 2014 (B)(6) and the health care provider (hcp) was unable to aspirate or put anything in the reservoir. It was noted there were no alarms heard or seen by telemetry. It was reported an x-ray was performed and showed the catheter was in-tact. It was reported, the patient was currently waiting to have surgery to find out what was ¿going on¿ and to fix it. The pump was used to deliver morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(6).

Event description:
Additional information reported the catheter was explanted on (B)(6) 2014. It was reported the catheter was kinked and occluded between the anchor and catheter tip just above the anchor. It was suspected it backed out of the fascia. It was noted that csf flowed back as the health care provider (hcp) manipulated the anchor. It was determined it was best to replace the catheter and re-anchor it. It was noted there was an x-ray performed and they were unable to aspirate at the catheter access port. It was reported the patient had been "popping their back" and their usual pancreatitis pain had returned. It was noted the patient was given the same dose as before. It was reported the pain was currently under control and no follow-up was planned with the manufacturer representative. The patient status was noted as alive with no injury. It was reported there were underdose symptoms. It was noted the symptoms were located in the abdomen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported the patient was misdiagnosed with pancreatitis. The pump was actually making her symptoms worse. The patient's healthcare provider (hcp) had been weaning her off the medication since (B)(6) 2015 and she needed to get the pump removed before her insurance ran out on (B)(6) 2016. The patient was weaning off her oral medications as well. Two weeks prior to (B)(6) 2016, the patient had removed the medications. The plan was to explant the pump.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID ne u_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).